Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system there was leakage on the e-tubing during washing on the fourth day. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that during use of the bd pegasus safety closed IV catheter system there was leakage on the e-tubing during washing on the fourth day. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 7054463. Our records show the reported lot was manufactured on from 02/04/2017- 02/08/2017, and it was determined that this is the only instance of defective tubing occurring in this batch of product. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Additionally, it was noted that during the visual evaluation of the returned device, that a small breach was present in the wall of the extension tubing. Based on the dimensions of the wound, it was determined that the slide clamp was a possible cause. However, after our engineers subjected both the tubing and the returned clamp to the appropriate testing and visual evaluation, the device was found to be working in accordance with product specifications. The root cause for this complaint could not be determined at the conclusion of our review; bd will continue to track and trend for this issue.